Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple "motor errors" were received, the customer could not recall the specific alarm. Additionally, it was reported that the pump touch screen was scratched. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support; however, no response was received.